Event description:
It was reported that the healing abutment at tooth site #30 did not seat. Could not get it to thread down all the way. Patient came back days later complaining, it didn't feel right. Removed and replaced abutment in the same site.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) ieeha455, (certain bellatek encode emergence healing abutment 4.1mm(d) 5mm(p) 5mm(h)) for evaluation. Visual evaluation was performed, has signs of use and the threading was discolored and worn. The abutment seated, engaged and disengaged with an in-house implant as intended. DHR review was completed for the subject lot number 1282235. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282235 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur. The abutment seated, engaged and disengaged with an in-house implant as intended. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.